Event description:
It was reported that the patient expressed that they were having intermittent, positional pain around their device. The pain was sharp and radiated to the top of their buttocks. The patient denies any falls or impacts to the device site. The lights on the patient's remote were showing green. The patient was advised to turn off their device while they await clinical evaluation. The patient took over the counter pain medication to help alleviate symptoms. During evaluation, the device's impedances were noted to be within parameters. The patient still experienced pain while the device was off. The device was turned on, and the patient stated that there was no additional pain due to stimulation. Following clinical evaluation, the patient continued to have sharp pain. The device was explanted because of the patient's continued pain.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block c2/d10: model# 1201 sn# (B)(6) model: tined lead UDI# (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006